Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-14614. It was reported that the patient presented in clinic for follow up. Diagnostic imaging revealed that the right atrial lead had dislodged. During attempt to re-position the lead, the helix failed to extend. The lead was explanted, and a new lead was positioned. The new atrial lead dislodged and failed to sense, and exhibited high capture threshold, when the suture was cut, an insulation damage was noted. The lead was explanted and replaced with a second new lead with no further issues. The patient was stable before, during, and after the procedure.